Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor leaked from an unknown location. The leak was observed while the device was housed in the green primary overpouch. The set was filled with 13500mg piperacillin/tazobactam in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from may 21, 2020 - may 22, 2020. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which observed fluid inside the bag that contained the sample which indicated a leak occurred. Further inspection revealed the cause of leak was due to a broken tubing at the junction of the white flow restriction. The reported condition was verified. The cause of the broken tubing could not be determined; however, the most probable cause was due to user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.